Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that the insulin pump center button was stuck and unresponsive. Customer also reported that the insulin pump buttons seemed to be working after the battery has been changed. No keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No stuck button anomalies or keypad unresponsive/button error alarms noted during testing. No frozen screen anomalies noted during testing; time advanced properly. All buttons function properly; no damage to keypad traces was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture next to lcd display, slightly stained serial number label and slightly peeling end cap address label.